Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, belfast on 12th october 2016. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016 and that it had performed to specification up to (B)(6) 2017. Multiple manual power ups of mainly ten minutes duration where observed in the device memory, between (B)(6) 2017. The device was disassembled to investigate and corrosion was observed on a track of the membrane. The investigation found the fault was caused by membrane failure due to corrosion. The corrosion on the membrane tail would suggest that the device had been stored in adverse conditions, however, this could not be verified by other means.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.